Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis simplicity eyhance intraocular lens (iol) was implanted in the patients right eye replacing original same model lens during same surgery. Post-operative day 1 on (B)(6) 2023, she had 2+ temporal corneal edema. The second iol implanted remained in good position. Additional information received stated that she was seen (B)(6) 2023 ucva od was 20/30 ph 20/20. She was not refracted this visit. Her temporal descemet folds improved to trace, but pachy measurements remained thick. She was symptomatic with daily new onset flash and stable floater. No notable changes were found on her dilated exam that day. Her next follow up would be in 2 weeks for her post-op month appointment. It was stated that the corneal edema persisted more than 15 days. She was started on muro drop 4x daily pow1 which was continued at her 14 day appt (B)(6) 2023 due to persistent temporal thickening on pachy measurements (599) compared to her pre-op baseline (542). No further information is available.